Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to collect postmarket information on the safety and performance of the medtronic family of aspiration catheters (export advance and export ap). Interventional cardiologists who use the devices participated in the survey to help confirm use of the devices and to ensure medtronic is aware of all potential complications associated with the use of export advance and export ap devices. It was reported that during use of the export advance aspiration issues were encountered in one case with no impact on the procedure. No patient injury reported. It was reported that during use of the export ap connection issues were encountered in one case with no impact on the procedure. No patient injury reported.